Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced gastrointestinal inflammation ("intestinal inflammation"), metal poisoning ("heavy metal accumulation"), arthropathy ("joint symptoms"), fatigue ("fatigue"), myalgia ("muscle pain") and visual impairment ("visual impairment") and was found to have liver function test increased ("elevated liver values") and hormone level abnormal ("hormonal symptoms"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, gastrointestinal inflammation, liver function test increased, metal poisoning, hormone level abnormal, arthropathy, fatigue, myalgia and visual impairment outcome was unknown. The reporter considered arthropathy, fatigue, gastrointestinal inflammation, hormone level abnormal, liver function test increased, medical device removal, metal poisoning, myalgia and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced gastrointestinal inflammation ("intestinal inflammation"), metal poisoning ("heavy metal accumulation"), arthropathy ("joint symptoms"), fatigue ("fatigue"), myalgia ("muscle pain") and visual impairment ("visual impairment") and was found to have liver function test increased ("elevated liver values") and hormone level abnormal ("hormonal symptoms"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, gastrointestinal inflammation, liver function test increased, metal poisoning, hormone level abnormal, arthropathy, fatigue, myalgia and visual impairment outcome was unknown. The reporter considered arthropathy, fatigue, gastrointestinal inflammation, hormone level abnormal, liver function test increased, medical device removal, metal poisoning, myalgia and visual impairment to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.